Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the ias12-100lpi, airseal 12/100mm lpi port, was being used during a radical prostatectomy procedure on (B)(6) 2022 when it was reported, ¿during the operation, the surgeon realized that a fragment of approximately 3 mm from a valve of the operculum of the airseal trocar was in the patients stomach.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment request found that the fragment was retrieved from the patient. The procedure was completed without any delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported on behalf of their customer that the ias12-100lpi, airseal 12/100mm lpi port, was being used during a radical prostatectomy procedure on (B)(6) 2022 when it was reported, ¿during the operation, the surgeon realized that a fragment of approximately 3 mm from a valve of the operculum of the airseal trocar was in the patient's stomach.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment request found that the fragment was retrieved from the patient. The procedure was completed without any delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias12-100lpi in opened original packaging. Lot number was verified. Performed a visual inspection, the complaint was confirmed. There is a fragment that came off the sound cap. All pieces were returned. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Ensure that the access port is properly inserted. Do not remove obturator from cannula at this time. Note: if using the blunt tip access port, the spring anchor should be secured down to the patient¿s abdomen with suture, in the usual manner. This issue will continue to be monitored through the complaint system to assure patient safety.